Event description:
It was reported the patient underwent a revision of a total knee replacement. The patient underwent the original procedure with a sigma pfc tray about fourteen (14) months ago. The tray was revised for tibio train loosening. The surgeon indicated this was because of lysis under the cement mantle; lysis was not was not seen between the implant and the cement, but the surgeon thought there was light between the cement and the bone. The surgeon did not think that this is an implant related issue. The surgeon noted that the cement used was not depuysynthes cement.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation were performed for the finished device DHR 960101/ d22081743, it was manufactured on 11-aug-2022. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation were performed for the finished device DHR 960101/ d22081743, it was manufactured on 11-aug-2022. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.